Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered aching in lower back, hips, and thighs, extremely painful intercourse, chronic recurring urinary tract infections, nerve pain, and numbness on outer left thigh area. No further information has been provided.